Manufacturer narrative:
Additional information received; it was reported that the onset of the hematoma was the same day as the index procedure. It was noted that the patient had a pressure bandage applied also. The patient was discharged 3 weeks post index procedure. Event date updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: etlw1616c82ee, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4); product ID: etlw1620c124ee, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that the next day the patient had surgery for a hematoma at the access site in the right brachial artery. After this surgery the right arm was weak and insensitive due to paresis of the right median nerve. The patient had a neurological exam and was hospitalised for physical therapy. As per the physician, the event was causally related to the study procedure. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information received: it was reported that postoperative pseudoaneurysm of the right brachial artery was assessed by the investigator and the sponsor to be casually related to the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that the day after the index procedure a pseudoaneurysm had developed in the region of the right brachial artery overnight and this was treated through the secondary intervention to remove the hematoma. The brachial artery was also oversewn during this secondary procedure. If information is provided in the future, a supplemental report will be issued.